Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that during an infusion of smof lipids the IV pump alarmed for air-in-line (ail). However, there was reported that "a large amount of air" went past the pump." The issue was reported to bd representative during site visit. It was reported that "no further information available, no devices available for return." There was patient involvement but impact is unknown.